Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead threshold increased drastically and it exhibited frequent undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.